Manufacturer narrative:
Model#: sc-2138-50, serial/lot#: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient's devices were not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's devices were not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient wanted to have an explant procedure to get an MRI to further diagnose her issue. It was also noted that the patient was experiencing loss of stimulation in targeted areas.

Event description:
A report was received that the patient's devices were not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's devices were not working. The patient will undergo an explant procedure.